Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the time was incorrect on the pump. The time was showing as 5:15 a.m. Instead of 6:15 p.m. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: a review of the pump¿s black box showed no activity related to time and date. There was no data in pump histories from time of the reported issue due to continued use. During investigation, a timekeeping accuracy test was performed. The pump maintained time accurately during the 5-day duration test, however, when pump was left without power for 1 hour and powered back on, it had returned to the default time and date. The time test was not able to be completed due to an internal clack battery failure. The complaint of a time and date issue was not able to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.